Event description:
Received information regarding a cartridge alarm 19 during bolus delivery. Customer's blood glucose level was impacted. Reportedly, the customer reloads the same cartridge and continues to use it because of the insulin.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A follow up MDR will be filed.